Manufacturer narrative:
The customer staff claimed a problem with a citadel plus side rail. It was allegedly bent out. The customer facility was visited by an arjo service technician who observed that the side rail panel was detached from the side rail mechanism. No patient was involved. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is line with the side rail condition (it was mechanically damaged). The inspection of the device revealed that the screws holding the side rail panel to the side rail mechanism were pulled out when the bed has been run into the door frame. According to citadel plus instruction for use (831.374): ¿ensure pathway is clear or cords, hoses and obstacles before driving bed forward or backwards.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved, no injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
The customer staff claimed a problem with a citadel plus side rail. It was allegedly bent out. The customer facility was visited by an arjo service technician who observed that the side rail panel was detached from the side rail mechanism. No patient was involved. No injury was reported.